Event description:
The customer reported that the unit failed the defib shock test in operational check.

Manufacturer narrative:
The customer reported that the unit failed the defib shock test in operational check. Philips evaluated the unit, but was unable to reproduce the failure. The dump log, however, was found to contain critical autotest therapy errors. The therapy pca was replaced to resolve the issue.